Event description:
It was reported that during device preparation and prior to use the hub was noted to be cracked and leaked. The device was not used; a second xience alpine was used in the procedure without reported issue. There was no patient involvement or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The crack in the hub and leak were able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for leaks or cracks in the hub from this lot. Based on the reviewed information, no product deficiency was identified.